Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator intermittently alarmed for increased peep (positive end expiratory pressure). The ventilator was auto-triggering. The ventilator was investigated by our field service engineer on-site and with the used settings it would build up pressure which could cause self-triggering. No log files was provided and no parts has been replaced nor was returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator intermittently alarmed for increased peep (positive end expiratory pressure). The ventilator was auto-triggering. There was no patient harm. Manufacturer's ref.#: (B)(4).